Event description:
It was reported that a device had a power-on reset (por) condition. The por condition was cleared. The reporter stated that the patient had no known incident to make the por occur. It was reported that the therapy seemed to be working as intended. No further information was reported.

Event description:
It was noted, the patient went easter egg hunting, and their stimulator turned off on its own at some point, than turned back on by the time they got home.

Manufacturer narrative:
Product ID 3888-56, lot # v508993, implanted: (B)(6) 2010, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3888-56, lot # v378290, implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).